Manufacturer narrative:
Insulin pump monitored for several days and no unexpected constant tone, black circle and software version on the display noted. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. Insulin pump received with black shadow on the display due to warped/uneven pcb on the lcd board. Insulin pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump is making a frequent high frequency sound. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 244mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)